Manufacturer narrative:
(B)(4). Concomitant medical product: offset flex clamp broach hndl e, pn 31-555408, ln 577290. Multiple MDR reports were filed for this event. Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial total hip arthroplasty, the handle of the rasp disassociated from the strikeplate. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of two offset flex clamp broach hndl e were returned and evaluated. Upon visual inspection the strike plate had fractured on both handles with only one strike plate was returned with both handles. Both handles show impact marks on the body of the handle. The single returned strike plate shows impact marks both on the top and the underside around the fracture site. The features of these fracture surfaces and mode align with those reported in summary of failure analysis of welded strike. Plates on broach handles. The features of this fracture surface and mode align with those reported in summary of failure analysis of welded strike plates on broach handles. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.